Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer 05 and 06 had not connected in the application. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, june 09, 2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5 and 6 were offline. A field service engineer (fse) inspected the unit and found that the pyxis bus module controller had only one light emitting diode illuminated. Resistance was checked across test points 505 and 502 on both drawer boards, and both measured 4 kilo-ohms, indicating good condition. The fse replaced the pyxis bus module controller, enabled zones 5 and 6, and assigned the drawers under populate zones. A final test was completed. The system functioned as intended after the field service engineer repaired the device.